Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer called to report that she was hospitalized for diabetic ketoacidosis. The reported blood glucose reading at the time of the call was 600 mg/dl. The customer also stated that she was fighting an infection. Troubleshooting was performed, and the insulin pump was programmed correctly. The insulin pump alarmed no delivery earlier in the day, but was working fine at the time of the call. Nothing further was reported.